Event description:
Hamilton medical ag received the following incident description: "during pre - use checks device alarmed with technical fault 8912. "

Manufacturer narrative:
Investigation is ongoing.